Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge. When the pump was plugged into a power source, it would not recognize the power source. There was no impact to the customer's blood glucose (bg) level due to this event; however, the customer reported experiencing a low bg of 54 (mg/dl) earlier in the day due to physical activity. Apple juice was consumed to address bg levels. It was indicated that the current pump would continue to be used for diabetes management.